Event description:
Physician introduced the needle and the sheath into the pt's abdomen and then removed the needle. The sheath was taped to the pt to avoid any movement of the device. After the procedure the physician attempted to remove the sheath from the pt and immediately noticed that a portion of the sheath detached and remained inside of the patient. After an x-ray and surgical consult it was determined that there was no immediate threat to the pt and the device was not removed.